Manufacturer narrative:
After review of the file it was determined that error code ¿200.5040¿ is not a reportable malfunction as it is not a channel error or system error and does not impact the functionality of the pump.

Event description:
It was reported that the device had an error code of 200.5040. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code of 200.5040 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, tech has error code 200.5040 software fault error on 8110 unit, explain to tech he needs to reflash software on unit to current version that is on the 8015 unit. Walk tech through steps on his asm software to check if he has his flash files setup in his profile he didn't. They are use asm v9.8 which I explain is at eol no longer support. Tech will get with another tech their to get further help they may have upgrade but not sure and get his flash files load. High level steps/procedure: flash the pc unit or the module to the correct software version. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determined that the probable cause of the customer¿s reported issue was software version. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code of 200.5040. There was no patient involvement.